Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had cpu hardware test failed alarm and when screw in a new reservoir piece was broken off at times. The customer's blood glucose value was unknown. The customer also reported that insulin pump had diminished battery life, dimmer backlight, unexplained no delivery alerts, louder during rewind. The insulin pump will not be returned for analysis.